Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that the surgeon was dissecting liver tissue, and the knife from the harmonic ace instrument suddenly broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer used a camera and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for approximately one hour and performed as intended up until it broke. The customer reported that the fragment fell inside the patient during an instrument tip collision. The customer did not remove the instrument prior to the breakage. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula. The surgical staff noticed the instrument blade was fractured, and there was no damage to the cannula after the event occurred. The instrument is available for return to isi for evaluation. There is no video recording of the procedure, but images of the instrument damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. Images of the harmonic ace instrument related to this event were received. A review of the provided images is consistent with the allegation of a broken instrument blade. Additionally, the instrument blade was detached inside the patient. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the product. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument.this complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.19¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210631-0325) was last used on (B)(6) 2021 during this liver resection surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device.